Manufacturer narrative:
The customer was sent 30 mm breast shields, which allowed her to pump comfortably while she had mastitis. Her issue with mastitis has been resolved with antibiotics from her physician and now she is back to pumping comfortably with the 27 mm breast shields. It cannot be definitively concluded tha the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in ca11-001. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan &wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer initially reported to customer service that the personal fit breast shields that she was using with her swing breast pump did not fit properly and were causing her pain. During follow-up with medela clinician, the customer emailed that she had mastitis and it was resolved with antibiotics. She used 30 mm breast shields while she had mastitis when nipples were swollen, but now back to using the 27 mm breast shields comfortably. Changed aware date for this additional information to (B)(4) 2014, the date she emailed clinician.